Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 436 mg/dl at the time of incident and the current blood glucose of the patient was 169 mg/dl. Troubleshooting was declined for high blood glucose level. The customer was wearing the insulin pump during the high blood glucose level reported. Customer also reported that the top of battery compartment cracked and pieces missing. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with broken battery tube threads. Device passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.